Event description:
Device malfunction: vessel locator would not stay open. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician attempted arteriotomy closure of the femoral artery with the starclose after an interventional procedure. The starclose device was inserted into the arteriotomy and the vessel locator button depressed, however, the vessel locator wings did not stay open. The device was removed from the patient and manual compression was used to achieve hemostasis. There was no reported adverse patient effect. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation of the returned device revealed the device did not match the reported incident description. The received device did not have the exchange system/sheath installed onto the device (deployment step #1). The exchange system was not returned. Testing in the lab found the device to be fully functional, undamaged and able to deploy the vessel locator wings without issue. There were no manufacturing issues detected. A review of the device history record for this lot did not produce any findings relevant to this report.